Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical service manager reported that the patient was moving and squeezing the eye during a laser assisted cataract procedure. This caused bubbles to form and an incomplete capsulotomy at 3 o'clock. The surgeon was unable to manage the capsulotomy and it tore. A three piece intraocular lens was inserted in the eye. The surgeon noted that the chops caused the rents in the capsule.

Manufacturer narrative:
As patient movement is a contributing factor to bubble, incomplete capsulotomy and anterior capsule tear, and a company representative was on site to confirm patient movement during treatment; the root cause for the reported events could be contributed to ocular movement. Based on the results of this investigation, the reported events were confirmed. In this instance, per the company representative, the patient moved and squeezed their eye during treatment which led to an incomplete capsulotomy. For patient movement, surgeon was trained by the company representative to stop the laser treatment and complete the procedure manually. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event can be attributed to ocular movement. (B)(4).